Manufacturer narrative:
(B)(4).

Event description:
The customer stated the accu-chek inform ii meter with serial number (B)(4) was "rattling" and system error was displayed. The customer stated that they could not duplicate the issue in their office and was able to run successful controls. The customer stated that the meter is powering down while in use and that the operators were questioning the meter. The customer stated that they were receiving questionable glucose results with the meter. The customer provided data for 2 patients with erroneous glucose results. For patient 1 on (B)(6) 2018 at 5:14 pm, the result was 47 mg/dl. For patient 1 on (B)(6) 2018 at 5:19 pm, the result was 80 mg/dl. For patient 2 on (B)(6) 2018 at 11:48 am, the result was 36 mg/dl. For patient 2 on (B)(6) 2018 at 12:42 pm, the result was lo(<10 mg/dl). For patient 2 on (B)(6) 2018 at 12:44 pm, the result was 36 mg/dl. For patient 2 on (B)(6) 2018 at 1:26 pm, the result was 38 mg/dl. For patient 2 on (B)(6) 2018 at 3:12 pm, the result was lo(<10 mg/dl). There was no allegation of an adverse event. Controls were run every 24 hours. It was unknown if the same vial of strips were used for both patients. The customer's product was requested for investigation and a replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
No product was returned for further investigation. The investigation was unable to find a definitive root cause.